Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported that the device screen was cracked following a recreational activity, and the device could not be unlocked. Blood glucose was reported as unaffected. The user reverted to backup therapy. A replacement device was arranged.